Event description:
The cup impactor is broken during insertion of the acetabular cup at the joint between the stem and neck. The acetabular cup had to be explanted and substituted with a new cup. Surgery completed successfully. Ref # MFR 3005180920-2014-00031.